Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation as a result of the atypical placement of the right atrial (ra) lead. It was noted that the lead was difficult to place during the initial implant procedure. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation as a result of the atypical placement of the right atrial (ra) lead. It was noted that the lead was difficult to place during the initial implant procedure and the placement difficulty was attributed to the patient's anatomy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.